Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the operating room for a generator changeout procedure due to normal elective replacement indicator, externalized conductors were observed. The right ventricular sensing amplitude was chronically low. The physician elected to cap and replaced the lead. The patient condition was stable before, during, and after the procedure.